Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, faulty printed circuit board (g1 board) were identified during the device evaluation: a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the display is not turning on due to the faulty printed circuit board. The most probable cause was traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an issue of display not turning on during setup/ inspection for use, before patient in room. There were no reports of patient involvement.